Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description multiple alarms triggered throughout shift indicating air bubbles in norepinephrine primary tubing. When tubing inspected, no air bubbles were detected in tubing or 1-2 micro bubbles were detected, with difficulty in trying to remove very microscopic bubble in tubing and time consuming. Patient on high doses of norepinephrine 0.14 to 0.18 with fluctuations of blood pressure due to pump alarms. Secondary norepinephrine pump utilized while addressing pump alarms. No adverse event occurred however patient did experience high/low ranges of blood pressure readings due to required titration and delay in hearing/needing to gown for infection precautions to enter patient room to mitigate problem.